Event description:
It was reported the patient¿s right ventricular lead pacing impedance had been rising over the past couple of years. Upon a recent remote transmission, it was observed the right ventricular lead was failing to capture and had a high pacing impedance above 3000 ohms. The lead was capped and replaced on (B)(6) 2021. The patient was asymptomatic and stable.